Event description:
I had essure implanted in (B)(6) 2014. I am a (B)(6) year old woman and mother of two energetic girls, and I have been living in pain ever since. I have pain everyday, ranging from a mild to moderate pinching sensation to intense ripping/tearing pain in my pelvic area. I don't feel up to keeping up with my kids many days, some days it hurts just to get up and move around. My periods have become extremely heavy, longer and much more painful since the procedure. I have come to dread being intimate with my own husband because not only does intercourse cause more pain in my pelvic area during the act, it last for hours and even days. My gynecologist agrees that, since all these symptoms started with after I got essure, that it must be related. I am not beginning the process of trying to get my insurance to approve a hysterectomy to remove the device along with the effected organs.